Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. As of 27-jun-2023, a system log review cannot be performed because the system logs are not available. On-jul-05-2023, images were provided and analyzed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Per the cde, the first image displays the labeling on the external housing of a catheter. The second image displays the distal end of a catheter which appears to be articulated. From this image, the cde noted that it is not possible to determine if the catheter is connected to the system cart. The third image displays a damaged endotracheal tube. It appears that the distal end may be partially inverted.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the catheter got stuck in the endotracheal tube. At the beginning of the procedure, the catheter got hooked in the murphey¿s eye of the endotracheal tube (ett). Per the respiratory therapist (rt), the catheter ¿got stuck in the hole to pull it inside out.¿ ebus was used for staging. The lungs were mapped out and the physician was retracting the catheter so that the radial probe could be placed. Several error messages occurred as the physician tried to retract the catheter. Per the rt, the catheter did not seem to relax and it got hooked in the murphey¿s eye appeared to pulling the ett inside out; therefore, both the catheter and the ett had to be removed together. Per the rt, a controlled extubation occurred because the patient was deeply relaxed and they were able to quickly reintubated without any issues. The physician directed the rt to release the air out of the et cuff. There was no identified trauma to the patient. The catheter was replaced to complete the procedure. The procedure was delayed a few minutes for rapid reintubation. After the completion of the procedure, the patient woke up without issue. The patient was reported as doing fine with no issues.